Event description:
Contaminated with particles inside the sterile packaging, five out of 8 opened packages. This product is used in sterile pharmacy IV room. Reason for use: used to transfer fluid from syringe to sterile container.